Event description:
It was reported that the patient presented for a generator replacement procedure. It was noted that set screw of the pacemaker had a loose or intermittent connection and unable to tighten the lead properly to the pacemaker. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: section g2 - the report source should have checked with "foreign".

Manufacturer narrative:
Reported event of loose or intermittent connection was not confirmed. Analysis revealed the leads were able to be inserted with force within specification of the device. Analysis however also revealed septum blockage in the header block of the atrial setscrew, as well as damage to the inset walls of both setscrews, revealing the setscrew was fully unscrewed during the procedure, and when re-installed into the pacemaker, tracked septum between the setscrew threads and the body, which caused minor rounding of the inset due to forceful usage of the torque wrench. This is procedure related damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.